Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter on the tubing of a large volume infusor. The reporter stated that it was unknown whether the particulate matter was inside or outside the tube. This was noted during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 07/21/2015-07/22/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.